Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The blade stuck in the attachment was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Facility reported that during an unknown surgery a saw blade was stuck in a sagittal saw attachment. Spare device was used to complete the surgery. Surgery was completed successfully without any medical intervention and no reported injuries to the patient. This report is 1 of 2 for complaint (B)(4).